Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('expulsion of essure device dislodged during intercourse and had to be re- inserted\gray-metal wire in the uterine cavity') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure and ablation performed on same day", medical device monitoring error "essure micro-insert placed during pregnancy", device monitoring procedure not performed "she did not undergo an essure confirmation test." And contraindicated device used "essure micro-insert placed during pregnancy". The patient's medical history included overweight, multigravida, parity 4 ((B)(6) last one is twins.) And polymenorrhoea. Concurrent conditions included frequency urinary, stress urinary incontinence, uterovaginal prolapse, thrombosis, bladder spasm, left lower quadrant pain, right lower quadrant pain, leiomyoma nos, coughing, sneezing and nocturia. Concomitant products included atenolol, hyoscyamine, methenamine (bioran), oxycodone hydrochloride;paracetamol (percocet), phenyl salicylate and sodium phosphate monobasic (anhydrous) (sodium biphosphate). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), arthralgia ("autoimmune disorder type of disorder: joint pain"), musculoskeletal stiffness ("autoimmune disorder type of disorder: stiffness"), fluid retention ("autoimmune disorder type of disorder: fluid retention"), back pain ("low back pain"), pelvic pain ("pelvic pain"), abdominal pain lower ("lower abdomen pain"), pain in extremity ("hands pain and feet pain") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue, weight increased, musculoskeletal stiffness, pelvic pain, abdominal pain lower and pain in extremity outcome was unknown and the alopecia, arthralgia, fluid retention, back pain and abdominal pain was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fluid retention, genital haemorrhage, menorrhagia, musculoskeletal stiffness, pain in extremity, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: in current pfs reported as pre-term labor- premature twins both passed away shortly after delivery in 2015. Current weight 170 lbs. She did not allege that essure caused birth defects. Previously reported essure insertion date : (B)(6) 2015 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Concerning the injuries reported in this case, the following one was confirmed in patients medical record: menorrhagia, dyspareunia, gray-metal wire in the uterine cavity. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 26-feb-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('expulsion of essure device dislodged during intercourse and had to be re- inserted\gray-metal wire in the uterine cavity') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test." And medical device monitoring error "essure and ablation performed on same day". The patient's medical history included overweight, multigravida (total number of pregnancies 3), parity 4 (last one twins), premature delivery (pre-term labor- premature twins both passed away shortly after delivery in 2015.) And polymenorrhoea. Concurrent conditions included frequency urinary, stress urinary incontinence, uterovaginal prolapse, thrombosis, bladder spasm, left lower quadrant pain, right lower quadrant pain, leiomyoma nos, coughing, sneezing and nocturia. Concomitant products included atenolol, hyoscyamine, methenamine (bioran), oxycodone hydrochloride;paracetamol (percocet), phenyl salicylate and sodium phosphate monobasic (anhydrous) (sodium biphosphate). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), arthralgia ("autoimmune disorder type of disorder: joint pain"), musculoskeletal stiffness ("autoimmune disorder type of disorder: stiffness"), fluid retention ("fluid retention"), back pain ("low back pain"), pelvic pain ("pelvic pain"), abdominal pain lower ("lower abdomen pain"), pain in extremity ("hands pain and feet pain") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, genital haemorrhage, vaginal haemorrhage, heavy menstrual bleeding, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue, weight increased, musculoskeletal stiffness, pelvic pain, abdominal pain lower and pain in extremity outcome was unknown and the alopecia, arthralgia, fluid retention, back pain and abdominal pain was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fluid retention, genital haemorrhage, heavy menstrual bleeding, musculoskeletal stiffness, pain in extremity, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: in pfs reported current weight 170 lbs. She did not allege that essure caused birth defects. Previously reported essure insertion date : (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Concerning the injuries reported in this case, the following one was confirmed in patients medical record: menorrhagia, dyspareunia, gray-metal wire in the uterine cavity. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Amendment: the report was amended for the following reason: after internal review, "essure micro-insert placed during pregnancy" was deleted (pregnancy and delivery are medical history). No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('expulsion of essure device dislodged during intercourse and had to be re- inserted\gray-metal wire in the uterine cavity') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure and ablation performed on same day", medical device monitoring error "essure micro-insert placed during pregnancy", device monitoring procedure not performed "she did not undergo an essure confirmation test." And contraindicated device used "essure micro-insert placed during pregnancy". The patient's medical history included overweight, multigravida, parity 4 ((B)(6) 2000, (B)(6) 2015 last one is twins.) And polymenorrhoea. Concurrent conditions included frequency urinary, stress urinary incontinence, uterovaginal prolapse, thrombosis, bladder spasm, left lower quadrant pain, right lower quadrant pain, leiomyoma nos, coughing, sneezing and nocturia. Concomitant products included atenolol, hyoscyamine, methenamine (bioran), oxycodone hydrochloride;paracetamol (percocet), phenyl salicylate and sodium phosphate monobasic (anhydrous) (sodium biphosphate). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), arthralgia ("autoimmune disorder type of disorder: joint pain"), musculoskeletal stiffness ("autoimmune disorder type of disorder: stiffness"), fluid retention ("autoimmune disorder type of disorder: fluid retention"), back pain ("low back pain"), pelvic pain ("pelvic pain"), abdominal pain lower ("lower abdomen pain"), pain in extremity ("hands pain and feet pain") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue, weight increased, musculoskeletal stiffness, pelvic pain, abdominal pain lower and pain in extremity outcome was unknown and the alopecia, arthralgia, fluid retention, back pain and abdominal pain was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fluid retention, genital haemorrhage, menorrhagia, musculoskeletal stiffness, pain in extremity, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: in current pfs reported as pre-term labor- premature twins both passed away shortly after delivery in 2015. Current weight 170 lbs. She did not allege that essure caused birth defects. Previously reported essure insertion date : (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Concerning the injuries reported in this case, the following one was confirmed in patients medical record: menorrhagia, dyspareunia, gray-metal wire in the uterine cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-feb-2021: mr received : event "essure and ablation performed on same day" added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('expulsion of essure device dislodged during intercourse and had to be re- inserted\gray-metal wire in the uterine cavity') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: contraindicated device used "essure micro-insert placed during pregnancy", medical device monitoring error "essure micro-insert placed during pregnancy" and device monitoring procedure not performed "she did not undergo an essure confirmation test.". The patient's medical history included overweight, multigravida, parity 4 ((B)(6) 2000, (B)(6) 2015, (B)(6) 2015, (B)(6) 2015 last one is twins) and polymenorrhoea. Concurrent conditions included frequency urinary, stress urinary incontinence, uterovaginal prolapse, thrombosis, bladder spasm, left lower quadrant pain, right lower quadrant pain, leiomyoma nos, coughing, sneezing and nocturia. Concomitant products included atenolol, hyoscyamine, methenamine (bioran), oxycodone hydrochloride;paracetamol (percocet), phenyl salicylate and sodium phosphate monobasic (anhydrous) (sodium biphosphate). In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), arthralgia ("autoimmune disorder type of disorder: joint pain"), musculoskeletal stiffness ("autoimmune disorder type of disorder: stiffness"), fluid retention ("autoimmune disorder type of disorder: fluid retention"), back pain ("low back pain"), pelvic pain ("pelvic pain"), abdominal pain lower ("lower abdomen pain"), pain in extremity ("hands pain and feet pain") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue, weight increased, musculoskeletal stiffness, pelvic pain, abdominal pain lower and pain in extremity outcome was unknown and the alopecia, arthralgia, fluid retention, back pain and abdominal pain was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fluid retention, genital haemorrhage, menorrhagia, musculoskeletal stiffness, pain in extremity, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: in current pfs reported as pre-term labor- premature twins both passed away shortly after delivery in 2015. Current weight (B)(6) lbs. She did not allege that essure caused birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Concerning the injuries reported in this case, the following one was confirmed in patients medical record: menorrhagia, dyspareunia, gray-metal wire in the uterine cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jun-2019: pfs and mr received: previously reported event ¿injury nos¿ was replaced by ¿device expulsion, events- ¿abnormal bleeding (general), vaginal bleeding, menorrhagia, apareunia, joint pain, stiffness, fluid retention, dysmenorrhea, dyspareunia, fatigue, weight gain, hair loss, lower abdomen pain, pelvic pain, low back pain, abdominal pain, hands\feet pain, she did not undergo an essure confirmation test, essure micro-insert placed during pregnancy¿, concomitant and historical drug, medical history added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.